Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 60mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. On (B)(6) 2012, a type ii endoleak from the left lumbar artery was identified. On (B)(6) 2013, the patient underwent embolization procedure using onyx to treat the type ii endoleak. On (B)(6) 2013, the patient underwent re-intervention for a type ii endoleak. Embolization was attempted but was unable to be performed due to poor access. No aneurysm enlargement was reported. On (B)(6) 2017, the patient was at the hospital to check an endoleak. On (B)(6) 2017, the CT a was performed. Also, was reported that the patient hospital stay was extended due to a course of pre and post procedural IV renal protection. The physician was monitoring the patient.

Manufacturer narrative:
Additional/corrected information.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 60mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. On (B)(6) 2012, a type ii endoleak from the left lumbar artery was identified. On (B)(6) 2013, the patient underwent embolization procedure, via groin access in rertrograde approach to the lumbar artery, using onyx to treat the type ii endoleak. On (B)(6) 2013, the patient underwent re-intervention for a type ii endoleak of a new lumbar vessel. Embolization was attempted but was unable to be performed due to poor access. No aneurysm enlargement was reported. On (B)(6) 2017, the patient was at the hospital to check an endoleak. On (B)(6) 2017, the cta was performed. The patient¿s egfr was below the usual acceptable rate and the patient¿s hospital stay was extended due to a course of pre and post procedural IV renal protection, consisting of fluids and n-acetyl cysteine. The patient¿s renal function was reportedly slowly deteriorating, not secondary to evar, and not due to contrast reaction. The patient¿s condition is described as frail. The physician is monitoring the patient. From (B)(6) 2014 till (B)(6) 2017, the aneurysm enlarged from 55mm to 72mm. On (B)(6) 2017 the patient underwent a further groin approach, retrograde lumbar embolization of a type ii endoleak, with renal protection pre and post-procedure. The physician is monitoring the patient, but no further intervention is being considered.